Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.(B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular repair of a thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis. The preoperative aneurysm diameter measured 73 mm. On (B)(6) 2009, follow-up images showed a proximal type I endoleak. The cause of the type I endoleak is unknown. The aneurysm diameter measured 70 mm. On (B)(6) 2010, a ballooning was performed to repair the proximal type I endoleak. On (B)(6) 2011, the persistent type I endoleak was identified. On (B)(6) 2011, a non-gore stent graft was implanted to repair the persistent proximal type I endoleak. On (B)(6) 2012, the resolution of the proximal type I endoleak was confirmed. The aneurysm diameter measured 63 mm.